Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D9: date returned to mfg.: 6/26/2025 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device was not getting switched on. Need to continuously press the on/off button for switching on the device¿ was confirmed. Require soldering to joints for component ¿j03-1¿ properly. No further action required as the customer had received credit for this device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the on/off button needed to be continuously pressed to switch on the device. Additionally, it was stated that during installation it was found that they have to press hard on the button to start the unit and once they remove their finger from it, it stops working. The event occurred upon opening. The operator of the device was a health professional. The device was not in use after the incidence. There was no patient involvement, and no patient harm/adverse event reported.